Manufacturer narrative:
The customer¿s report that lipids were alarming for occlusion was confirmed. The customer¿s report of a cracked filter was not confirmed. Visual inspection was performed; white liquid (lipids) was observed in the tubing and in the 1.2 micron filter. No kinks in the tubing or cracks were observed on the filters. Functional testing was performed; an occlusion alarm was noted during the infusion. It was observed that the lipids were ¿running up¿ the non-bd tubing causing the occlusion alarm for the non-bd filter extension set. Using the attached syringes, the extension sets were attempted to be re-primed in which resistance was observed; however with extra force, the fluid was eventually able to flow through and exit as expected. The root cause of the lipids occluding is due to the solution being very slow to prime past this specific size filter and may occlude within minutes of priming. It was also observed that the filters are likely to become occluded over time (and repeated use) due to the build-up of the infusion particulates. The filter may accumulate particulates at a quicker rate especially if the liquid was being infused at a higher infusion rate. The root cause of the reported cracked filter could not be determined.

Event description:
The customer reported that the lipids and the tpn lines were alarming for occlusion due to a crack and clogged filter while connected to a patient in the nicu. There was no harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation. Patient age/date of birth was requested but was not provided. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate.

Event description:
The customer reported that the lipids and the tpn lines were alarming for occlusion due to a crack and clogged filter while connected to a patient in the nicu. There was no harm.